Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 45 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), genital haemorrhage ("uncontrollable bleeding"), psoriasis ("broke out in psoriasis"), nausea ("nausea"), dizziness ("dizziness"), fatigue ("tired"), weight fluctuation ("weight changes"), alopecia ("hair loss"), mood altered ("mood changes"), depression ("depression"), insomnia ("insomnia"), anxiety ("anxiety"), mood swings ("mood swings"), abdominal distension ("bloating"), cervical dysplasia ("cin 3"), cyst ("had cysts") and abdominal pain lower ("cramp in lower abdomen"). The patient was treated with surgery (to remove essure-oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, cervical dysplasia, cyst, depression, dizziness, fatigue, genital haemorrhage, insomnia, mood altered, mood swings, nausea, psoriasis and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bleed in luteal cyst (cystic and hemorrhagic corpus luteum), adenomyosis, nabothian cyst and cervicitis. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), abdominal pain lower ("cramp in lower abdomen"), abdominal distension ("bloating"), genital haemorrhage ("uncontrollable bleeding"), psoriasis ("broke out in psoriasis"), nausea ("nausea"), dizziness ("dizziness"), fatigue ("tired"), weight fluctuation ("weight changes"), alopecia ("hair loss"), mood altered ("mood changes"), depression ("depression"), insomnia ("insomnia"), anxiety ("anxiety"), mood swings ("mood swings"), cervical dysplasia ("cin 3 / severe squamous dysplasia (cin 3) with focal involvement of endocervical gland") and cyst ("had cysts"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingo-oopherectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, cervical dysplasia, cyst, depression, dizziness, fatigue, genital haemorrhage, insomnia, mood altered, mood swings, nausea, psoriasis and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: gross description: received in formalin, labeled uterus, cervix, bilateral fallopian tubes and bilateral ovaries, is a 106 g, 9.0x 6.0x 4.6 cm hysterectomy specimen with detached fallopian tubes and ovaries. The bilateral fallopian tubes measure 4.5 and 4.3 cm in length by 0.7cm in diameter and are fimbriated with pink ¿ purple serosa and pink-tan unremarkable mucosa. The bilateral ovaries measure 4.6 x 2.3 x 2.2 cm (first) and 2.5 x 1.8 x 1.5 cm (second). The first ovary contains a 2.2cm corpus luteal cyst. Received without fixative, labeled essure coil is a 14.5 cm long by 0.1-0.3cm in diameter portion of coiled metal. There is no attached soft tissue. Microscopic description: sections of the fallopian tubes are unremarkable. Surgical pathology report diagnosis: cervix: severe squamous dysplasia (cin 3) with focal involvement of endocervical gland. Margins negative for dysplasia. Acute and chronic cervicitis. Nabothian cysts. No invasive carcinoma identified. Endometrium: secretory endometrium. Myometrium: adenomyosis. Ovaries, bilateral: cystic and hemorrhagic corpus luteum. Fallopian tubes, bilateral: no significant pathologic findings. Essure coils removal: medical device identified. Specimen source: uterus cervix bilateral fallopian tube and ovaries. Essure coil. Clinical information (pre-op and post-op): moderate cervical dysplasia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: cervical dysplasia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received ¿ reporter¿s information updated and a new reporter was added. Patient¿s medical history and lab data information (pathology report), and additional details about essure removal surgery were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 45 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), abdominal pain lower ("cramp in lower abdomen"), abdominal distension ("bloating"), genital haemorrhage ("uncontrollable bleeding"), psoriasis ("broke out in psoriasis"), nausea ("nausea"), dizziness ("dizziness"), fatigue ("tired"), weight fluctuation ("weight changes"), alopecia ("hair loss"), mood altered ("mood changes"), depression ("depression"), insomnia ("insomnia"), anxiety ("anxiety"), mood swings ("mood swings"), cervical dysplasia ("cin 3") and cyst ("had cysts"). The patient was treated with surgery (to remove essure-oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, cervical dysplasia, cyst, depression, dizziness, fatigue, genital haemorrhage, insomnia, mood altered, mood swings, nausea, psoriasis and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.